Manufacturer narrative:
The starter board was returned for analysis. Functional testing found that the charger board was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The charger board was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system cannot take a 3d image. The representative discovered in the logs that the starter board was causing the issue.